Event description:
The customer reported via phone call that her mother smelled a strong smell of insulin when the reservoir was being removed from the insulin pump. Customer's blood glucose was 266 mg/dl. Customer stated she was unsure if there is a leak in the reservoir. Reservoir will be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.